Manufacturer narrative:
The complainant indicated that the sample is available to be returned but to date it has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that upon administration of a vaccine, a crack in the hub of the needle was discovered as the vaccine squirted out of the hub.